Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 500 mg/dl. Current blood glucose was 90 mg/dl. Insulin pump had received insulin flow blocked alerts. Customer did trouble shooting with reservoir and infusion set. Customer stated issue resolved by changing infusion set. It was unknown if insulin pump was on auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr,unomed-set.